Event description:
The device was in a power-on-reset condition and displayed a "call your doctor" icon. This occurred pre-implant. Additional details are being requested at this time.

Manufacturer narrative:
(B)(4).